Event description:
It was reported that there were high capture thresholds with this pacemaker system. The battery longevity estimate displayed a change of 1.5 years over a time period of 2 weeks. This pacemaker was suspected of exhibiting premature battery depletion (pbd). It was also noted that the right atrial (ra) lead had intermittent loss of capture and is now programmed unipolar. Technical services (ts) recommended reprogramming and lead revision to health care professional (hcp). No adverse patient effects were reported. Currently, this pacemaker system remains in service.